Event description:
It was reported that in the evening after the implant procedure, the right ventricular lead helix bent and the lead dislodged. It was noted the patient was walking around and raising the arms. The lead was explanted and replaced. The replacement lead's helix also bent and it dislodged. It was noted the patient had tortuous anatomy and did not comply with the bed-rest order. The replacement lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4194-88 lead, implanted 2007-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrode and the helix was bent. Visual analysis noted the lead was damaged at implant.